Event description:
Capsule contracture.

Manufacturer narrative:
The following updates were made to the report: date of this report, contact office - name/address/phone number, type of report, if follow-up, what type, unchecked evaluation summary attached, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary was corrected and is as follows: capsule contracture was reported as the reason for explantation. Device was not returned for examination.

Event description:
Capsule contracture.